Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event were identified which occurred in the therapy initiated on (B)(6) 2014 at 22:40:57. During night drain cycle five, the patient's ultrafiltration reading was 894ml, indicating the home patient drained 894ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.